Event description:
It was reported that ongoing intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 525 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.